Event description:
Lack of progress. Intermittent functionality and overly loud sensation were experienced by the patient over last several months. Recommendation for explant was made after the evaluation conducted by the company representative. Patient was reimplanted with another clarion device.

Event description:
Lack of progress, intermittent functionality and overly loud sensation were experienced by the pt over last several months. Recommendation for explant was made after the eval was conducted the co rep. Pt was reimplanted with another clarion device.